Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) on a homechoice (hc) machine during dwell two of three. The hp had pressed go before connecting to the hc. The technical service representative (tsr) explained that the hp needs to be connected to the hc at the beginning of therapy. The tsr assisted the hp in clearing the alarm and advised the hp to start over with new supplies. There was patient involvement, but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient pressed go before connecting. Per the baxter homechoice operator's manual, patients are to connect to the setup prior to pressing go. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.